Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. However the service technician confirmed a diagnostic code in log history that indicated a ventilator restart. The service technician replaced the power switch as a precaution. Extended self testing (est) was completed and all tests passed per operating specifications.